Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that his sensor glucose reading was 81 mg/dl and was feeling light headed. However his finger stick reading was 44 mg/dl. When he removed the infusion set, the customer had a swollen discolored spot that began to bleed. The customer experienced extreme high and low blood glucose levels due to his autoimmune diabetes. The customer treated his low blood glucose level with 6 ounces of juice and treated his high blood glucose level with a bolus using the insulin pump. The device was not returned.